Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product and both mdu ports were damaged. There was a relationship found between the returned device and the reported incident. Complaint of damaged ports were confirmed. Product could not be functionally tested due to damaged mdu ports. The complaint investigation has confirmed damage to ports was due to user error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions.

Event description:
It was reported that during a knee scope the dii controller prong was broken. The procedure was successfully completed with a delay greater than 30 min using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.